Event description:
Pt was revised to address disassociation of the liner from the cup. It was reported that the pt had a few falls.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4)-2011, this report will be processed as is.